Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. They reported to have replaced the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to repair the device. The covidien customer support engineer (cse) upgraded the software to the current revision. The unit passed extended self testing.

Manufacturer narrative:
Covidien ref # (B)(4).